Event description:
Plaintiff alleges developing latex allergy from her exposure to latex-containing medical gloves. As a result of the allergy, she alleges sustaining numerous injuries, including but not limited to anaphylaxis, asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression, emotional distress, limitation and restriction of her usual activities, pursuits and pleasures, substantial loss of earnings and earning capacity and she has been forced to expend sums of money for medical care and treatment. Plaintiff's husband alleges being deprived of the love, services, advice, companionship and consortium of his wife.